Manufacturer narrative:
As reported, during the move study, a patient required overnight stay due to bleeding and hematoma in the right groin. The patient bled for 20 minutes following removal of a 6-12f mynx control venous vascular closure device (vcd). The primary index access was obtained in the right leg with three venous access sites (r1, r2, and r3). The patient bled on and off post operatively and an additional closure device was utilized. A 6.5cm complex hematoma presented post operatively. Ultrasound was completed on follow up examination. The patient was being treated for atrial fibrillation. Ultrasound guidance was used to gain venous access. For all three access sites, no upsizing or downsizing was performed. The final sheath sizes were 7 fr, 10 fr and 8.5fr. The mcv vcd was successfully deployed at each access site. Venous hemostasis at 5 minutes after device removal was not maintained at any of the three sites. An antegrade approach was used. Inr was not performed. Platelet count was 158 k/cumm. Anticoagulation was used during the procedure, and 27000 units of IV heparin were administered. Protamine was administered at a dose of 100 mg. The activated clotting time during the procedure was 276 seconds, and activated clotting time at the end of the closure procedure was recorded as 327 seconds. The procedural time was documented as 35 minutes. The patient was in the post-procedural recovery area when the bleeding started. The puncture site was not above the most inferior border of the inferior epigastric artery and was not below the bifurcation; access was obtained above the bifurcation while avoiding the femoral artery. There was no posterior wall puncture. Manual pressure and a "fem stop" were used for hemostasis. The deployer was trained. Vessel suitability was not verified on venography; the modified seldinger technique under ultrasound guidance was used. The vessel diameter was verified to be greater than or equal to 5 mm. There was little or no vessel tortuosity. No peripheral vascular disease (pvd) or calcium was noted at the puncture site. The target femoral site had not been previously closed with a closure device. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vascular closure device use. There were no multiple stick attempts prior to achieving intravascular access. An ultrasound was completed on follow up which showed a complex hematoma in the right groin. There was no hemodynamic instability related to the bleed. No treatment was required for the hematoma other than bed rest with serial access-site evaluations. The devices were not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported events of ¿sealant-inability to achieve hemostasis¿ could not be confirmed as the devices were not returned for analysis and procedural images were not provided. The exact cause of the failure experienced could not be determined. Failing to achieve hemostasis after vascular closure of a vein is a common procedural complication and are frequently related to stick technique, anticoagulation, adequate sheath removal technique, and proper placement of the sealant at the venotomy. Access site hematomas/hemorrhages are a common post-procedural complication and are listed in mynx control venous IFU as such. Bleeding events are also frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vcd sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be observed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and event. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿while maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ based on information available for review, there is no indication that the reported events are related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during the move study, a patient required overnight stay due to bleeding and hematoma in the right groin. The patient bled for 20 minutes following removal of a 6-12f mynx control venous vascular closure device (vcd). The primary index access was obtained in the right leg with three venous access sites (r1, r2, and r3). The patient bled on and off post operatively and an additional closure device was utilized. A 6.5cm complex hematoma presented post operatively. Ultrasound was completed on follow up examination. The patient was being treated for atrial fibrillation. Ultrasound guidance was used to gain venous access. For all three access sites, no upsizing or downsizing was performed. The final sheath sizes were 7 fr, 10 fr and 8.5fr. The mcv vcd was successfully deployed at each access site. Venous hemostasis at 5 minutes after device removal was not maintained at any of the three sites. An antegrade approach was used. Inr was not performed. Platelet count was 158 k/cumm. Anticoagulation was used during the procedure, and 27000 units of IV heparin were administered. Protamine was administered at a dose of 100 mg. The activated clotting time during the procedure was 276 seconds , and activated clotting time at the end of the closure procedure was recorded as 327 seconds. The procedural time was documented as 35 minutes. The patient was in the post-procedural recovery area when the bleeding started. The puncture site was not above the most inferior border of the inferior epigastric artery and was not below the bifurcation; access was obtained above the bifurcation while avoiding the femoral artery. There was no posterior wall puncture. Manual pressure and a "fem stop" were used for hemostasis. The deployer was trained. Vessel suitability was not verified on venography; the modified seldinger technique under ultrasound guidance was used. The vessel diameter was verified to be greater than or equal to 5 mm. There was little or no vessel tortuosity. No peripheral vascular disease or calcium was noted at the puncture site. The target femoral site had not been previously closed with a closure device. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vascular closure device use. There were no multiple stick attempts prior to achieving intravascular access. An ultrasound was completed on follow up which showed a complex hematoma in the right groin. There was no hemodynamic instability related to the bleed. No treatment was required for the hematoma other than bed rest with serial access-site evaluations. The device is being returned for evaluation.